Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during unpackaging and prior to prep, while it had been confirmed that the device was sealed in its packaging, a 2.5x28mm rx xience alpine stent delivery system (sds) was pulled out of its dispenser hoop without difficulty and the protective sheath was removed without difficulty when it was noted that the stent was missing from the balloon. The stent was found to be located inside of the dispenser hoop. The device was not used in the patient. Another xience alpine was unpackaged without issue and used to successfully complete the procedure. This issue did not cause or contribute to a clinically significant delay. No additional information was provided.